Event description:
Medtronic received information that after this bioprosthetic valve was successfully implanted, an intra operative transesophageal echo demonstrated 2+ regurgitation. The anesthesiologist indicated that the regurgitation was central in nature. The surgeon elected to open the patient to assess the valve. Upon opening the aorta, it was observed that one of the surgical sutures had not been tied down. The surgeon elected to explant and replace the valve. No adverse patient outcomes were reported.

Manufacturer narrative:
Evaluation results: device history review found the product met specifications when released for distribution. Analysis: the product was received in the original final product packaging in a clear solution, 0.2% glutaraldehyde. The stent appears slightly distorted, oval. The valve was tested in-house on the pulse duplicator at 70 beats per minute/35% diastole, c.o. Of 5 l/m. The hydrodynamic results show slightly higher than expected gradients as compared to the historical baseline data. The regurgitation levels are below the levels seen in the historical baseline data. High speed video evaluation shows, the lc is not opening completely at lower flow rates and the stent appears oval. This is likely the cause of the slightly higher gradients. Stent distortion, oval and bent post, also appears to cause the right cusp coaptation to be shallow. Conclusion: the reported regurgitation was likely paravalvular in nature, as pulse duplication testing demonstrated gradients below the vessels seen in the historical baseline data. Device explanted and replaced without reported complication.